Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a blood filled blistered without any associated signs of infection developed at the implantable cardioverter de fibrillator (ICD) incision site. The site was monitored; however, it did not fully heal after the blistered opened, and it developed yellowish discharge. Physical exam was then consistent with a pocket infection. The ICD system was explanted and replaced with a subcutaneous implantable cardioverter defibrillator. No further patient complications have been reported as a result of this event.